Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; the fiber proximal end / input face shows evidence of some type of substance, likely lubricant on the optical surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "fiber port overheating" was confirmed; a cap fracture was also observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a "fiber port overheated" message was received at 22,758 joules of use and 4:10 minutes. Per the message received, the fiber was again tried, however, the same message was received. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok". There was no patient injury reported.